Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0872 inches. The following were noted during visual inspection: deeply scratched/dented case, cracked case at the battery tube side, faded serial number label, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the original battery cap. There were 137 boluses listed on the event date 05-nov-2023 in the pump history file. Please see the first 10 boluses below. 11/05/2023 00:02:49.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only) normalbolusamountprogrammed = 0.1 bolusamountdelivered = 0.1 11/05/2023 00:07:47.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only) normalbolusamountprogrammed = 0.1 bolusamountdelivered = 0.1 11/05/2023 00:12:53.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only) normalbolusamountprogrammed = 0.125 bolusamountdelivered = 0.125 11/05/2023 00:17:50.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only) normalbolusamountprogrammed = 0.1 bolusamountdelivered = 0.1 11/05/2023 00:22:50.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only) normalbolusamountprogrammed = 0.1 bolusamountdelivered = 0.1 11/05/2023 00:27:49.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only) normalbolusamountprogrammed = 0.125 bolusamountdelivered = 0.125 11/05/2023 00:32:45.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only) normalbolusamountprogrammed = 0.1 bolusamountdelivered = 0.1 11/05/2023 00:37:47.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only) normalbolusamountprogrammed = 0.125 bolusamountdelivered = 0.125 11/05/2023 00:43:00.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only) normalbolusamountprogrammed = 0.1 bolusamountdelivered = 0.1 11/05/2023 00:48:00.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only) normalbolusamountprogrammed = 0.125 bolusamountdelivered = 0.125 please see below for the daily total of all insulin delivered on the event date 05-nov-2023 in the pump history file. 11/05/2023 20:24:00.000 dailytotals dailytotalcollectionstarttime = 11/05/2023 00:00:00.000 dailytotalofallinsulindelivered = 26.1 dailytotalofbasalinsulindelivered = 16.8 dailytotalofbolusinsulindelivered = 9.3 there were no auto suspend (12) alarm or user suspended alarm noted in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 05-nov-2023 in the pump history file. 11/04/2023 11:22:00.000 alarmalertnotification faultnumber = lost sensor 1 alert (780) 11/04/2023 11:46:00.000 alarmalertnotification faultnumber = cannot find sensor signal 1 alert (790) 11/04/2023 11:56:00.000 alarmalertnotification faultnumber = cannot find sensor signal 1 alert (790) 11/04/2023 12:00:00.000 alarmalertnotification faultnumber = cannot find sensor signal 2 alert (791) 11/05/2023 20:13:00.000 alarmalertnotification faultnumber = lost sensor 1 alert (780) 11/05/2023 20:13:49.000 batteryremoved 11/05/2023 20:13:49.000 alarmalertnotification faultnumber = battery removed (84) 11/05/2023 20:23:00.000 alarmalertnotification faultnumber = battery removed (84) 11/05/2023 20:24:04.000 alarmalertnotification faultnumber = post-reset ram crc alarm (23) 11/05/2023 20:34:00.000 alarmalertnotification faultnumber = post-reset ram crc alarm (23) 11/05/2023 20:41:33.000 alarmalertnotification faultnumber = batt out limit(6) 11/05/2023 20:41:44.000 alarmalertnotification faultnumber = batt out limit(6) 11/05/2023 21:07:23.000 batteryremoved 11/05/2023 21:07:23.000 alarmalertnotification faultnumber = battery removed (84) 11/05/2023 21:17:00.000 alarmalertnotification faultnumber = battery removed (84) 11/05/2023 21:18:04.000 alarmalertnotification faultnumber = post-reset ram crc alarm (23) 11/05/2023 21:28:00.000 alarmalertnotification faultnumber = post-reset ram crc alarm (23) 11/05/2023 21:34:45.000 alarmalertnotification faultnumber = batt out limit(6) 11/05/2023 21:34:56.000 alarmalertnotification faultnumber = batt out limit(6) the pump properly connected with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, lost sensor alert or cannot find sensor signal alert noted. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Pump error 23 and battery out limit alarm were expected due to the battery removed for more than 10 minutes and the pump reset. Lost sensor 1 alert (780) not confirmed. Cannot find sensor signal 1 alert (790) not confirmed. Pump error 23 not confirmed. Batt out limit (6) alarm not confirmed. The pump passed the functional testing. Unable to confirm alleged high bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 274 mg/dl at the time of the event and the current blood glucose value was 600 mg/dl. The hyperglycemia was treated with the insulin pump and intravenous insulin infusion and the customer experienced symptoms such as shaking and dehydration. Troubleshooting was partially performed and the customer was visited to the emergency room. It was unknown whether the customer had used the insulin pump system within 48 hours of the reported high blood glucose event. The customer had not used the smartguard auto mode of the insulin pump. No further patient complications were reported. The customer will discontinue using the device. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.